Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the pump did not show a low cartridge warning or an e-1 (cartridge empty) error message. No adverse event reported. Requested return of the alleged device and replacement was sent.